Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: was there any antibiotics-medication /treatment or medical/re-suturing/surgical intervention provided to the patient post-op as a result of the event reported? No antibiotics / treatment or surgical intervention was required. It appeared the patients¿ tissue had achieved adequate self support. Patient current condition if known? Patient is well ¿ no complications patient¿s information such as, does the patient have any other co-morbidities? Lifestyle e.g. Alcohol intake? No unusual patient factors / co morbidities / lifestyle choices to note. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an oral frenectomy procedure in 2018 and a suture was used. The surgeon found that the suture appeared to be completely absorbed only five days after the procedure. There were no adverse patient consequences reported.